Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6) (B)(6),(B)(6), (B)(6), (B)(6). It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The landing zone depth was measured at 31.3mm, the landing zone widest point was 20mm, and the at the narrowest point was 10mm. During device implant, the device was partially recaptured one time and then successfully implanted. A transesophageal echocardiogram (tee) was performed at the end of the implant procedure, and no effusion was noted. A few hours after the implant procedure, the patient suddenly became hypotensive, diaphoretic and bradycardic. An echocardiogram was performed and showed a large pericardial effusion. The patient suffered a pulseless electrical activity (pea) arrest. Compressions were performed and approximately 150ccs were removed, followed by a drain to continuous drainage. A total of 800ccs were removed. An emergent sternotomy was performed, with the goal of mediastinal exploration, pulmonary artery repair, atricip, left atrial appendage ligation, and amulet explant intended. During open heart surgery, it was noted that the stabilizing wires of the device pierced through the base of the appendage and the pulmonary artery. The device was explanted. The patient required a blood transfusion, and two units of red blood cell, platelets and plasma were administered. The patient continued to be followed in the clinical study.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
Clinical information: (B)(6) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The landing zone depth was measured at 31.3mm, the landing zone widest point was 20mm, and the at the narrowest point was 10mm. During device implant, the device was partially recaptured one time and then successfully implanted. A transesophageal echocardiogram (tee) was performed at the end of the implant procedure, and no effusion was noted. A few hours after the implant procedure, the patient suddenly became hypotensive, diaphoretic and bradycardic. An echocardiogram was performed and showed a large pericardial effusion. The patient suffered a pulseless electrical activity (pea) arrest. Compressions were performed and approximately 150ccs were removed, followed by a drain to continuous drainage. A total of 800ccs were removed. An emergent sternotomy was performed, with the goal of mediastinal exploration, pulmonary artery repair, atricip, left atrial appendage ligation, and amulet explant intended. During open heart surgery, it was noted that the stabilizing wires of the device pierced through the base of the appendage and the pulmonary artery. The device was explanted. It was observed that the wires on the explanted device were noted to be long and prominently stuck out. The patient required a blood transfusion, and two units of red blood cell, platelets and plasma were administered. The patient continued to be followed in the clinical study.

Manufacturer narrative:
An event of a patient suddenly became hypotensive, diaphoretic and bradycardic a few hours post procedure showing signs of a pericardial effusion was reported. Four images were received from the field appearing to be taken intraoperatively illustrating the problem and showing the extracted device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The device was returned to abbott for investigation. The investigation confirmed the device met functional specifications. The stabilizations wires were in place on the device and no anomalies were noted to the braiding of the cable or to the shape of the device. Based on the information received, the cause of the reported event of pericardial effusion could not be conclusively determined. However, pericardial effusion is a known potential adverse event when implanting the amulet occluder. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.